Manufacturer narrative:
Analysis of programming history.

Event description:
Review of device programming history identified that a programming anomaly occurred on (B)(6) 2008 in which the magnet on time was not corrected at the same office visit. A system diagnostic test inadvertently changed the patient's settings to unintended parameters. The settings were reprogrammed, but the magnet on time was not corrected. Additionally, a final interrogation was not performed as recommended in labeling.